Event description:
Filter has pinpoint holes and male adapter leaks. The mold that it was made from must be defective because it leaks from the top portion of the blue plastic filter; some are completely round, others are not and that is where it leaks. Some filters had holes in the plastic dome portion of the filter. Also, when filters are purged there are air bubbles that pass the filter portion.